Event description:
It was found that side rail wouldn¿t lock/latch due to a broken/damaged side rail column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.